Manufacturer narrative:
Between january 2011 and december 2014, a total of 190 patients (133 women, 57 men, average age 69 years old) were included in the study. Patients were categorized in 2 groups by the presence or absence of calcar screws as seen in postoperative radiographs. Calcar screws were defined as obliquely placed 3.5 mm screws locked to the plate and with purchase in the inferomedial quadrant of the humeral head. The group with no calcar screws has a total of 93 patients with an average age of 65 years old and included 64 women. The group with calcar screws has a total of 97 patients with an average age of 69 years old and included 68 women. Exact date of event is unknown; august 09, 2018 is the date the literature article was published. 510k: this report is for an unknown quantity of unknown screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: oppeboen s. Et al (2018). "Calcar screws and adequate reduction reduced the risk of fixation failure in proximal humeral fractures treated with a locking plate: 190 patients followed for a mean of 3 years." Journal of orthopaedic surgery and research. Volume 13. Page 1-8. (Norway). This retrospective study aims to study the effect of calcar screws and postoperative varus malalignment on the risk of fixation failure in adult patients with proximal humerus fractures treated with a locking plate. A secondary aim was to assess long-term shoulder pain and function reported by these patients. Between january 2011 and december 2014, a total of 190 patients (133 women, 57 men, average age 69 years old) were included in the study. Patients were categorized in 2 groups by the presence or absence of calcar screws as seen in postoperative radiographs. Calcar screws were defined as obliquely placed 3.5 mm screws locked to the plate and with purchase in the inferomedial quadrant of the humeral head. The group with no calcar screws has a total of 93 patients with an average age of 65 years old and included 64 women. The group with calcar screws has a total of 97 patients with an average age of 69 years old and included 68 women. Patients with a head-shaft angle (hsa) lesser than 105 degrees (varus displacement), a head-shaft angle greater 180 degrees (valgus displacement) and displacement of the tuberosities more than 5 mm and/or less than 50 percent contact between the shaft and the head fragments were subjected to open reduction and locking plate fixation; a 5-hole unknown synthes proximal humeral internal locking system (philos) plate was temporarily fixed to the reduced fracture fragments using unknown kirschner wires and the cuff sutures and approximated to the humeral shaft using an unknown 3.5 mm cortical screw and an unknown 3.5 mm locking screws were inserted into the humeral head after subtracting 5 mm screw length from the joint line contour to minimize the risk of subsequent perforation. A competitor¿s bone substitute was used in valgus impacted fractures at the surgeon¿s discretion. Patients were routinely scheduled for follow-up after 6¿8 weeks. Additional follow-ups were scheduled for patients who had prolonged pain, radiologically evident loss of reduction, fixation failure, non-union, or avascular necrosis (avn). These patients were followed every 6¿8 weeks with radiographs until union, or until they were scheduled for revision surgery with re-fixation or arthroplasty. The median follow-up time was 35 (range 0.3¿65) months, and the median time for the last radiological examination was 3, 4 (range 0,03¿53) months. The end of the study period for all patients was in july 30, 2016. Complications were reported as follows: 14 patients were revised due to fixation failure. 10 patients were revised due to deep surgical site infection. 2 patients were revised due to avascular necrosis of the humeral head. 5 patients underwent hardware removal due to presumably implant-related local shoulder pain. Median (interquartile range) oxford shoulder score (oss) was 40 (27-46). This report is for an unknown quantity of unknown screws. This is report 3 of 3 for (B)(4).